Event description:
Report alleges that on 3/15/76 pt had a closed capsulotomy of fibrous capsule and excision of granulation tissue in left breast, resection of cutaneous and subcutaneous atrophy with subcutaneous reconstruction and primary closure. Report also alleges that on 1/26/97 pt had excision and release of keloid left medial breast and reconstruction with primary closure. Pt then had removal of mammary prosthesis and excision of hypertrophic tissue. Left implant had ruptured.